Event description:
Caller reported a malfunction on pump and did not note any notable events prior to this issue. There was no information available on whether the malfunction caused blood glucose levels to exceed normal range. Technical support provided pump reset information and assisted the caller with resetting pump. The same malfunction code did not recur after resetting, and customer was advised to continue using pump and to call back if any issues arose again. Caller acknowledged and understood the instructions.